Event description:
The patient had protamine anaphylactic reaction intra-operatively leading to death. The death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported outcome could not be conclusively determined through this evaluation. The hm 3 lvas instructions for use lists adverse events, including death, that may be associated with the use of the hm 3 lvas. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The IFU lists adverse events, including death, that may be associated with the use of the hm 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to mixed hemorrhagic, hypovolemic, cardiogenic, vasoplegic shock. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.